Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position by right femoral vein. It was reported that during the procedure, insufficient device maneuvers were performed to achieve an optimal position, resulting in the valve being released too low in the annulus with excessive space to the posterior hinge point. Leaflet capture was confirmed on each anchor during the anchor spin but since device position assessment relied exclusively on 2d imaging modalities and not multi-planar reconstruction (mpr), the anchors were not aligned with the hinge points of the annulus. The valve was released at a position described as too low relative to the desired anatomical landmarks, resulting in space present to the posterior hinge point. During the ventricular and atrial expansion stages, the valve expansion was observed as uneven relative to expected deployment characteristics. Additionally, the procedure involved interaction with an rv lead that had been jailed insufficiently. Internal imaging was reviewed finding evidence of the 56 mm evoque valve embolized into the ventricle and the final transvalvular tricuspid regurgitation was moderate. Subsequently, the patient underwent surgical valve explantation the night after the procedure as the valve tilted even more.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: analysis of images labeling review the complaint for "malposition-valve embolizes into ventricle" was confirmed with objective evidence via imaging evaluation. Per the imaging review, the posterior and septal aspects appeared greater than 10mm from the tricuspid valve annulus where most anchors had lost contact with the annulus. From the event description, insufficient device maneuvers were performed to reach optimal position. Recommendations to implant the valve as high as possible and use multiplanar reconstruction (mpr) for improved assessment of leaflet engagement and valve coaxially were disregarded. The valve was deployed only utilizing 2d echocardiography. There was also an interaction with a right ventricle (rv) lead that was secured insufficiently. As such, available information suggests procedural factors (insufficient device maneuvers, device interactions, lack of leaflet capture, and suboptimal depth) had likely contributed to the valve embolization. The complaint for central regurgitation was confirmed with objective evidence via imaging evaluation. Per the imaging review, moderate transvalvular tricuspid regurgitation (tr) was identified. Improper valve sealing can result from the embolization of the evoque valve and thus result in central regurgitation. As such, available information suggests procedural factors (valve embolization due to insufficient device maneuvers, device interactions, lack of leaflet capture, and suboptimal depth) had likely contributed to central regurgitation. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.